Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was successfully explanted and replaced on (B)(6) 2015. The patient was noted to be in great condition after the event.